Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction knob was replaced. No report of patient involvement.

Event description:
The hospital reported the knob on the suction unit was broken. There was no report of patient involvement.